Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. One device was received for evaluation; one event was confirmed during testing. The device was found to be affected by debris. One device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device ran without user activation. One reported event had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. 1 reported event had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: manufacturer's evaluation. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 event was not confirmed during testing; the device was found to be within specifications. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.